Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv therapy delivery. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power on reset could not be determined.

Event description:
It was reported that during interrogation, the device was found to be in backup vvi mode. The patient noted feeling a shock from the ICD. It was also reported that no communication could be established with the device and was at eri. The device was explanted with no complications. The patient was fine.